Event description:
A home pt (hp) reported abdominal pain while using the homechoice cycler for apd therapy. The hp's abdominal pain, bloating and distention occurred during dwell 4 of 7, at which time they contacted baxter operational support for assistance. The cycler was placed into a manual drain until the hp's peritoneum was reportedly empty of fluid after removing approximately 2134mls of fluid. Afterwards, the hp continued apd therapy. Review of the device program parameters revealed the prescribed fill volume was 2000mls and the hp reported that they did not feel that they had an excessive volume of fluid in their peritoneum. According to the hp, they began experiencing abdominal pain during apd therapy after their healthcare professional prescribed renagel 800mg and "magnebind" 300mg for calcium management. The hp related that there was no resulting pt injury or medical intervention.